Event description:
On (B)(6) 2014, (B)(6) male pt was scheduled for c6 folfox. Pharmacy prepared the 5fu continuous infusion dose in a c270050 iflow home pump c-series per the instructions for the manufacturer. (Iflow lot 0201325987 exp 7-2016; 5fu lot 6108399 exp 11/2015; normal saline lot j4n602 exp 10/2016). The 5fu was prepared in the homepump c-series at 11:09 am on (B)(6) 2014. Volume of 5fu = 93.12 ml and volume of normal saline = 136.88 ml. Total volume in the pump = 230 ml. The treating nurse was attaching the pump to the pt at 3:45pm. Nurse was attaching the luer lock connector of the homepump to the access device. Access device being used = ultrasite injection site. The luer lock connector immediately started to turn back off of the injection site and disconnect. Pharmacy prepared another dose in a new iflow homepump c-series elastomeric pump at 4:25pm. Nurse tried to connect at 4:30pm and the incident occurred again. Pharmacy prepared a third dose at 4:35pm. This time pharmacy placed the ultrasite injection site on to the luer lock connector of the elastomeric pump during compounding. Nurse attached to pt at 4:45pm. Connection remained. Nursing was able to attach and taped the connection. To note: nursing also tried another injection and incident repeated. Ultrasite lot 61310390 exp 04/01/2018.